Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and determined that the cause for the reported issue was due to the single board computer (sbc) located on the system pcb assembly. The sbc was found to be inoperative.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The device attempted to boot-up and powered itself off and then back on. Physio replaced the battery pins and system pcb assembly to resolve the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. (B)(4).

Event description:
The customer contacted physio-control to report that when attempting to boot-up their device, it will power itself off and then back on. There was no patient use associated with the reported issue.